Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000089-2006-02539. It was reported that 12 months after a coronary drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr). Lesion 1 was a 3.0mm, 80% stenosed, 14mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.00x16mm study stent in the target lesion. Lesion 2 was a 2.75mm, 60% stenosed, 9mm long portion of the 1st diagonal (1st dx). The physician treated the lesion with direct stent placement of a 2.75x12mm study stent in the target lesion. The lesion was post dilated. The patient was discharged the next day on plavix and aspirin. Twelve (12) months after the initial procedure the patient required tvr of the prox lad. The physician successfully placed a taxus express2 stent in the prox lad. The patient was discharged later that day.